Manufacturer narrative:
Further device information is unknown at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not recharged her ipg as recommended. In turn, the patient's charging system and programmer are unable to communicate with the ipg due it being inoperable. As a result, the patient may undergo surgical intervention.